Event description:
A member of the sterilising department staff injured their finger, believed to be cut while removing the sleeve on the acetabular prep drill.

Manufacturer narrative:
Update 22 oct 2014: it occurred when the cssd tech was removing the plastic drill sleeve around the drill shaft. This sleeve protects the issues from the revolution of the shaft while in use and also allows the surgeon to control the drill during use by holding it. It is needed to be removed for cleaning and has a split in it to assist in it's removal. The injury happened during the removal. The plastic sleeve can be difficult to remove as it is quite tight on the shaft. No product was returned for investigation. A search of the complaints database for the product code identified this to be an isolated incident the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should any further information be provided relating to this case then further investigation will be undertaken.

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No product was returned for investigation. A search of the complaints database for the product code identified this to be an isolated incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should any further information be provided relating to this case then further investigation will be undertaken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.